Event description:
It was reported that at the implant procedure the device displayed high lead impedance on the right ventricular (rv) pace/sense channel. Noise and no capture were also noted. A grommet/setscrew problem was suspected. The lead tested fine through the analyzer so the device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 0158, competitor implantable tachy lead, (B)(6) 2002. (B)(4).